Event description:
Info received indicates the foot end casters are not holding when in brake.

Manufacturer narrative:
The technician found broken components in the brake system and used a brake/steer upgrade kit to repair the bed.